Manufacturer narrative:
The field service engineer found a blockage in the rinse tubing. The investigation is ongoing.

Event description:
There was an allegation of questionable tp2 total protein gen.2 results for 1 patient sample on a cobas 6000 c501 module. On (B)(6) 2022, the initial tp2 result for patient 1 was 2.0 g/l. The repeat result was 64.7 g/l. No questionable results were reported outside of the laboratory. The repeat result was deemed correct. The tp2 reagent lot is 633807 and the expiration date is 31-jul-2023.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer (fse) was the root cause of the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem.